Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a quantum maverick balloon catheter. The balloon was loosely folded with blood and contrast in the balloon and lumen. The balloon, markerbands, proximal weld, hypotube, and distal shaft were microscopically inspected. Inspection revealed numerous kinks in the hypotube and distal shaft. Inspection also revealed a pinhole in the balloon material, located over the proximal markerband. Inspection of the remainder of the device found no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a coronary artery. A 3.5mm x 15mm quantum¿ maverick¿ balloon catheter was advanced for dilatation. However, during delivery, the balloon was kinked and ruptured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a coronary artery. A 3.5mm x 15mm quantum¿ maverick¿ balloon catheter was advanced for dilatation. However, during delivery, the balloon was kinked and ruptured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.